Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Photos of the explanted insert were provided. The bearing surface shows evidence of pitting, scratches, and third body indentations. The distal surface of the insert shows signs of damage indicative of the explantation process. Dimensional and functional inspections were not performed as no items were returned as the research center kept them. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained at drexel implant research center and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The arthroplasty was revised due to instability and stiffness. The components were implanted in situ for ~1.25y. The tibial liner was revised.

Event description:
The arthroplasty was revised due to instability and stiffness. The components were implanted in situ for ~1.25y. The tibial liner was revised.